Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. The investigation determined a conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effect of stenosis is listed in the absolute pro vascular self-expanding stent system instructions for use as a potential adverse effect that may be associated with the use of the device. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated d4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, "ultrasound-guided nitinol stent implantation in treatment of early recurrent stenosis of arteriovenous fistula."

Event description:
It was reported through an article summary of 30 patients with arteriovenous fistula (avf) who underwent ultrasound-guided nitinol stent implantation between april 2018 and july 2020, all presented with early recurrent stenosis after percutaneous transluminal angioplasty (pta). Unspecified armada pta balloon dilatation catheters (bdc) and unspecified absolute pro self-expanding stents were used; however, translation of the article did not specify each use and scenario within the procedures. There appears to be no adverse effects mentioned using the armada bdc. There were however, 10 patients that underwent re-intervention with one patient was noted as experiencing new stenosis that occurred outside the stented segment. Another patient experienced new stenosis that occurred outside the stented segment accompanied by poor apposition at the distal end of the original stent and treated with an implantation of an additional nitinol stent. 8 patients developed in-stent restenosis, which appeared as hypoechoic to isoechoic protrusion attached to the stent wall. The onset of restenosis occurred between 8 - 21 months postoperatively. 3 of those 8 patients were treated with drug-coated balloons during the second intervention. It was concluded that ultrasonography can accurately guide the nitinol stent implantation in avf, which is feasible in treatment for the early recurrent stenosis after pta with good short-term and medium-term efficacy. There were no reported adverse patient sequelae and no reported clinically significant delay in procedure. Additional information can be found in the attached article, "ultrasound-guided nitinol stent implantation in treatment of early recurrent stenosis of arteriovenous fistula." No additional information was provided.